Event description:
End user called to complain the calibration check on the device will not work. This was confirmed from trouble-shooting by phone. The device was replaced and the defective one returned for further investigation.